Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing resulting in an inappropriate mode switch. This device remains in service. No adverse patient effects were reported.